Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (scarring into my intestine"), abdominal pain ("abdominal pain"), device breakage ("broke a coil during the removal surgery") and intestinal scarring ("perforation (scarring into my intestine") in a 33-year-old female patient who had essure (batch no. 841632-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced migraine ("migraine headache"). On 12-aug-2011, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), alopecia ("hair loss") and menstruation irregular ("irregular menses"). In 2015, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), intestinal scarring (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstrual cycle"), rash ("skin rashes"), feeling abnormal ("brain fog"), arthralgia ("joints pain") and back pain ("lower back pain"). The patient was treated with surgery (diagnostic laproscopic with bilateral salpingectomy to remove the essure device), surgery (bilateral salpingectomy to remove the essure device) and surgery (bilateral salpingectomy to remove the essure device). Essure was removed on 19-aug-2016. At the time of the report, the perforation, device breakage, intestinal scarring, dysmenorrhoea, migraine, rash, feeling abnormal, alopecia, allergy to metals and menstruation irregular outcome was unknown, the abdominal pain, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and back pain had resolved and the arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, intestinal scarring, menorrhagia, menstruation irregular, migraine, pelvic pain, perforation, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful essure sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (scarring into my intestine"), abdominal pain ("abdominal pain"), device breakage ("broke a coil during the removal surgery") and intestinal scarring ("perforation (scarring into my intestine") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), intestinal scarring (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), migraine ("migraine headache"), rash ("skin rashes"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), menstruation irregular ("irregular menses"), arthralgia ("joints pain") and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy to remove the essure device), surgery (bilateral salpingectomy to remove the essure device) and surgery (bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, intestinal scarring, dysmenorrhoea, migraine, rash, feeling abnormal, vaginal haemorrhage, menorrhagia, alopecia, allergy to metals and menstruation irregular outcome was unknown, the abdominal pain, pelvic pain, arthralgia and back pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, intestinal scarring, menorrhagia, menstruation irregular, migraine, pelvic pain, perforation, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful essure sterilization. Most recent follow-up information incorporated above includes: on 4-apr-2018: medical record received: lot number added. On 4-apr-2018: pfs received: the event abnormal vaginal bleeding, menorrhagia, hair loss, nickel allergy, perforation (scarring into my intestine, intestinal scarring, irregular menses, joints pain, lower back pain, pelvic pain added.reporters,events outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (scarring into my intestine)"), abdominal pain ("abdominal pain"), device breakage ("broke a coil during the removal surgery") and gastrointestinal scarring ("perforation (scarring into my intestine)") in a 33-year-old female patient who had essure (batch no. 841632-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), migraine ("migraine\ headache") and headache ("migraines / headaches"). In 2012, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and menstruation irregular ("irregular menses"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), gastrointestinal scarring (seriousness criterion medically significant), rash ("skin rashes"), feeling abnormal ("brain fog"), arthralgia ("joints pain") and back pain ("lower back pain"). The patient was treated with ibuprofen and surgery (diagnostic laproscopic with bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, gastrointestinal scarring, dysmenorrhoea, migraine, rash, feeling abnormal, alopecia, allergy to metals, menstruation irregular and headache outcome was unknown, the abdominal pain, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and back pain had resolved and the arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, gastrointestinal scarring, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: successful essure sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs received. Reporter's information was updated. Added event headache. Updated onset date of events. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (scarring into my intestine"), abdominal pain ("abdominal pain"), device breakage ("broke a coil during the removal surgery") and intestinal scarring ("perforation (scarring into my intestine") in a 33-year-old female patient who had essure (batch no. 841632 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced migraine ("migraine headache"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), alopecia ("hair loss") and menstruation irregular ("irregular menses"). In 2015, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), intestinal scarring (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstrual cycle"), rash ("skin rashes"), feeling abnormal ("brain fog"), arthralgia ("joints pain") and back pain ("lower back pain"). The patient was treated with surgery (diagnostic laproscopic with bilateral salpingectomy to remove the essure device), surgery (bilateral salpingectomy to remove the essure device) and surgery (bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, intestinal scarring, dysmenorrhoea, migraine, rash, feeling abnormal, alopecia, allergy to metals and menstruation irregular outcome was unknown, the abdominal pain, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and back pain had resolved and the arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, intestinal scarring, menorrhagia, menstruation irregular, migraine, pelvic pain, perforation, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful essure sterilization. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided. On (B)(6) 2018: pfs recieved. Reporter information added. Updated onset date,outcome. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), migraine ("migraine headache"), rash ("skin rashes") and feeling abnormal ("brain fog"). The patient was treated with surgery (bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, migraine, rash and feeling abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, feeling abnormal, migraine and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.